Event description:
Hcp reports patient developed burn or rash symptoms over ins pocket site upon recharging. Hcp reports patient has experienced burns and pink rashy wounds over the ins since it was implanted in of 2006. The stie was treated with antibiotic dressing when an infection was suspected. The patient also reports tingling, itching and pain at the recharge site especially after 30 minutes or more of charging. Troubleshooting has been performed including: changing the position of the patient during charging, lenght of charging time, and spacers between skin and recharger.the patient is being closely monitored and will be tested for allergies based on a similar rash that appears from medical adhesive in the same area. The hcp will also consider revising the pocket for a deeper implant. The device remains implanted. A follow up report will be sent when additional information is received.